Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the water tightness was lost. And the cable unit was shaved. Based on the results of the investigation, a root cause could not be identified. It was likely that the loss of water tightness was due to the cable unit being shaved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a blurry image. The issue was found during a urology procedure, and the procedure was completed using an olympus back-up device. There were no reports of patient harm.